Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements and loss of capture. X-ray revealed that the lead had dislodged. As a result, this lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.